Event description:
Plugged in stryker neptune evacuation pencil (ref# (B)(4), lot number 64973263, expiration [redacted date]) when cautery machine started displaying error code 196. None of the surgical team on the field was using or pressing on the cautery pencil. Cautery pedal was not stepped nor was there any pressure on it. Advised the team, not to use until the machine was changed. The new machine displayed the same error code so cautery pencil was changed and the error code was resolved. An or nurse trainee said he encountered the same problem. Relayed all pertinent information to nurse manager. She talked to purchaser and was advised to pull out the item with the same lot number.